Event description:
It was reported that a component of the packaging was incorrect. The compliance chart inserted into the packaging of the flextome otw cutting balloon was noted to be for a smaller size device. There was no pt involvement.